Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered issues with universal surgical manipulator (usm) 3 with non-intuitive movements with two instruments. The technical support engineer (tse) verified 31009 errors in logs for usm 3 tool sensors. The tse also found a single 23075 error indicating the surgeon may have released the right master tool manipulator (mtmr) while in following mode. The customer had since continued with the procedure, but wanted to know what may have caused the issue. The tse shared findings with customer and recommended for the customer to reseat or drape arm sterile adapter. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the usm 3 for failure analysis investigation. The unit was analyzed, and the errors 31009 and 23075 were confirmed but not replicated. The unit was tested on an in-house system and triggered no errors. The unit was tested on the pfpt and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. The compliant details show error 23075 pointing to the mtm. Remote fe also doesn¿t show error 31009. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.